Event description:
On (B)(6) 2021, it was reported by a sales representative via e-mail that while using an ar-3638, knotless fibertak, the suture frayed and didn¿t allow the suture to slide as intended. This was discovered during use in a procedure on (B)(6) 2021. The case was completed with a new ar-3638.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned for evaluation; no pictures were provided. The most likely cause can be attributed to use error, as the fraying can be caused by pulling or adjusting the strands along a sharp or rough edge.